Event description:
The pt received the scs system (B)(6) 2009. It was reported that the pt stopped feeling stimulation. The pt had stopped charging the ipg for (B)(6), then found that neither the programmer nor the charger would locate the ipg. It was also reported that two chargers and two programmers were unable to resolve the issue. The physician has scheduled the pt for an ipg replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.